Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The suture of one prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the tavi procedure was completed. Reportedly after knot advancement to the vessel wall (suture tightening), a vessel occlusion occurred. The occlusion was resolved with a 14f sheath, then manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, a lateral puncture may have occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the tavi procedure was completed using a 14f sheath. Reportedly after knot advancement to the vessel wall (suture tightening), a vessel occlusion occurred due to a backwall stitch. The suture was cut and removed, which resolved the occlusion. The initially reported manual compression to achieve hemostasis was incorrectly reported. Hemostasis was achieved with a z-stitch. No additional information was provided.